Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was an unknown procedure performed on (B)(6), 2022. The trial balloon was deployed in place as per surgical technique. When they started inflating the stent balloon at th12 right, the pressure rose up to 24 atm. When they tried to stop the inflation, the balloon ruptured. The rest of the procedure was completed without a further issue. No further information is available. This complaint involves one (1) device vbs w/balloon sm. This is report 1 of 1 for complaint (B)(4).